Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy.